Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, dissection is listed in the xience pro everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures.

Manufacturer narrative:
(B)(4). The xience pro is currently not commercially available in the u.s. The PMA# listed is based on the predicate device (xience v) and is therefore, similar to a device sold in the u.s. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the target lesion was a moderately tortuous bifurcation with a sharp angle and 95% stenosis. The xience pro 2.25 x 8 mm stent could not cross the lesion and a dissection was reported. A xience pro 2.5 mm x 12 mm stent was implanted successfully to cover the dissection and also to treat the lesion. No adverse patient sequela was reported. There was no clinically significant delay of procedure reported. No additional information was provided.